Event description:
Spontaneous call from patient's daughter - patient rates their health status as worse since starting pah therapy. Unfortunately, the disease has progressed. Md is monitoring. 2 issues with cadd ext tubing this month one the IV tubing leaked, one kept alarming high pressure, nothing pinched off, lot# unknown, they will keep better records for next time. Did the reported product fault occur while in use with the patient?- no did the product issue cause or contribute to patient or clinical injury? - no. Is the actual product available for investigation? - no. Did we replace product? -yes. Did the patient have a backup product they were able to switch to? -yes. Was the patient able to successfully continue their therapy? -yes. Is the therapy life-sustaining? -yes. Reported to (B)(6) by: patient/caregiver.